Event description:
Customer reported that due to not receiving a replacement meter when expected due to a winter storm she was not able to test for about a week and experienced "dizziness" and subsequently "a seizure". Customer self-treated with her routine, unspecified medications. Customer self-presented to a local health care facility and was diagnosed with hyperglycemia, but did not receive any third-party medical intervention. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken. (B)(4): the serial number and manufacture date are for the meter that needed to be replaced. Please note: the date of the medical event is unknown.

Manufacturer narrative:
(B)(4).